Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and a correction for information inadvertently missed. Please see updates to b5, h6.

Event description:
The intended procedure was completed with another device. The procedure was not prolonged.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an intermittent scope video signal. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. Please see updates to b3, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the intermittent scope video signal was unable to be identified, as this event was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use.